Event description:
The customer reported being unable to interpret 12 lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to interpret 12 lead ECG, which could impact or delay diagnosis or treatment. On 4/30/08, the unit was evaluated at philips. The symptom was verified. Reloading the software resolved the issue. We are considering this a malfunction resulting from corrupt software. (B) (4).